Manufacturer narrative:
The following other devices were also returned for evaluation: 27mm mod rev hip body/bolt std component level (B) (4). Cat# 6276-1-027; lot 30206501. Delta v-40 ceramic head 32/+4. Cat# 6570-0-232; lot 285450. Unk acetabular cup (not manufactured by stryker) cat# 6200-70-20; lot 00039300. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-00134 that reported the broken mcrenyolds adapter (per # (B) (4)).

Event description:
It was reported that: "on (B) (6) 2009 the surgeon took pt back to the or to remove total hip due to infection. Stem was very well fixed, doctor utilize mcreynolds adapter along with flap hummer to extract the stem. The mcreynolds adapter broke off the stem and the doctor utilized other means to extract the stem." This per is dedicated to report infection only. Info for this per was taken from per (B) (4).